Event description:
It was reported that the patient was previously on the system controller, (B)(6), on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was on system controller, (B)(6). This indicated there was an unknown controller exchange that occurred during this time period.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a controller exchange from (B)(6) was unable to be confirmed. It was previously reported by the account that the patient was on the system controller (B)(6) on (B)(6) 2025. It was later reported on (B)(6) 2025 that the patient was on system controller, (B)(6). This indicated that there was an unknown controller exchange during the time period (B)(6) 2025. The system controller, (B)(6), was not returned for analysis and log files related to the exchange were not submitted. Multiple attempts were made to obtain additional information from the customer regarding the event (including product return status, if any adverse effects occurred from the exchange, and the reason for the controller exchange from (B)(6); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.